Event description:
The complainant reported they had a dental procedure completed by a chemically polymerized composite resin used to fabricate provisional (temporary) crowns and bridges. After the visit, the complainant began experiencing a foul odor emanating from their mouth. They could not smell it but spouse and others have commented on it. Complainant is in professional line of business where they need to talk to clients one-on-one and they didn't want to offend them by having this odor coming from their mouth.